Event description:
Surgeon was performing lumbar one kyphoplasty. When curette removed, a piece was missing. C-arm film done and piece seen in the pt's vertebral body, left in place. Kyphoplasty completed. Date of use: (B)(6) 2012. Reason for use: l1 compression fracture.